Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) levels above 600 (mg/dl) with moderate level of ketones for the past few days. The customer believed the pump was not functioning as intended. Boluses via the pump and manual injections were administered to address bg level. Additionally, the ketones were treated with insulin, water, and not consuming carbohydrates. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.